Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
As reported by the patient, an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure. The complainant indicated that the procedure was performed sometime between march 17, 2011 - february 14, 2012. This complaint is being reported based on a claim of unidentified injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.